Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 404 mg/dl at the time of incident. The customer¿s another blood glucose value was 393 mg/dl. The customer treated high blood glucose with manual injection. The customer did not experienced symptoms due to high blood glucose. The customer was not using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump alarmed insulin flow block. Customer stated that the insulin pump passed hp test. The insulin pump will not be returned for analysis